Event description:
New information received stated that on (B)(6) 2020, the device was successfully explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was interrogated on (B)(6) 2019, where the battery longevity read less than one year. The asymptomatic patient presented in clinic on (B)(6) 2019, where the battery longevity recovered to over 7 years. It was believed that the april longevity calculation was accurate and the longevity reading in (B)(6) was anomalous. The patient would continue to be monitored regularly.

Manufacturer narrative:
The reported field event of failure to interrogate was confirmed. The event of incorrect measurement was not confirmed. Final analysis found the device was received at end-of-life of the device. A device interrogation performed without load could not establish telemetry with the 3510 test programmer. Device image data was found to be corrupted with other sources of data available. Further testing on the hybrid was performed along with a device history review, and no anomalies were found. The device was tested on the bench, and no anomalies were found.

Event description:
New information received stated that the asymptomatic patient presented to the clinic on (B)(6) 2020 for a scheduled follow up. Upon examination, it was discovered that the pacemaker was unable to be interrogated and did not respond to magnet placement. It was suspected that the device was likely at end of life. A pacemaker change procedure was recommended.